Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device is not returned to physio-control yet. H3 other text : customer is contacted for returning of the device for evaluation, no response received

Event description:
The customer contacted stryker to report that their device powers itself on. In this state the device may not have enough power to provide defibrillation energy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powers itself on. In this state the device may not have enough power to provide defibrillation energy, if needed. There was no report of patient use associated with the reported event.